Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode with the following clarification that the instrument was returned with a frayed and derailed grip cable. The frayed cable sections were in various lengths and stuck out at the wrist. The grips can opened and closed; however the movement and functionality may not be precise. Engineering evaluation also found that the distal end of the main tube was missing material. The surface of the main tube appeared to be scraped off. Engineering concluded that the damage was likely due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the cable on the prograsp forceps instrument tore. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.